Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry visual acuity at all ranges. Clinical reason being mentioned as dysphotopsia and anisometropia. The iol was explanted and exchanged with an unspecified monofocal lens. Additional information has been requested. There are two medical reports associated with this patient. This is for left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).